Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during testing. Unable to perform displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to unresponsive keypad and button. Insulin pump had minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a button error on her insulin pump. She removed the battery for ten minutes, but the buttons are still unresponsive. Customer's blood glucose is 254 mg/dl. She treated with the device. Before the alarm, customer was working out and holding her son. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.